Event description:
Further information was received that this was an out of box failure and the central control monitor (ccm) had not yet been used clinically.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the ccm to display the "system computer needs service" message. Cleaning of the peripheral component interconnect (pci) flex cable edge connector restored functionality of the ccm. The user facility's biomedical engineer has confirmed that they received a replacement ccm and resolved the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The issue was discovered while the user facility's biomedical technician (bmet) was testing the device. He checked the service card, but the issue remained. A replacement unit was ordered.

Event description:
It was reported that during the use of the device for a non-clinical activity, there was a "computer needs service" error message displayed on the central control monitor (ccm). There was no patient involvement.